Manufacturer narrative:
Evaluation description: the reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the remaining battery longevity dramatically dropped from the expected longevity since the last follow-up and prematurely reached eri. The patient was asymptomatic and non-dependent. Device was explanted and replaced without complication. The patient tolerated the procedure well.